Event description:
While the device was undergoing evaluation for applicability for a recall, it was discovered that the lvp was failing the basic recharge test during test station 2 testing. After retesting the device the failure was unreproducible and passed the basic recharge test and functional test 2. Device was sent back into testing and passed all functional tests before being qa final released.

Event description:
Customer reports the following: "while the unit was at fk warrendale after being returned from deborah heart for other repairs, the unit failed basic recharge check during functional testing" preliminary review indicates that there may have been an issue with the valve assembly. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no patient involvement. More information is needed to complete the investigation.